Event description:
The patient was revised because of loosening.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A warsaw and international complaint database finds no other reported incidents against the provided product and lot codes. The investigation could not verify or draw any conclusions about the reported event based on the provided information. Based on the investigation, the need for corrective action is not indicated.